Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level and needed assistance to turn on the threshold suspend feature. Blood glucose level at the time of the call was 54 mg/dl. Customer declined troubleshooting. It was not noted if the auto mode was active at the time of the event. The insulin pump was not replaced or returned for analysis.